Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that lead thresholds had increased over time and the lead exhibited intermittent capture. The lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the lv lead exhibited intermittent capture. The lead was capped and replaced.

Manufacturer narrative:
Concomitant medical products: 6935m-55 lead implanted (B)(6) 2016, 5076-45 lead, implanted (B)(6) 2004.

Event description:
It was reported that the left ventricular lead had high threshold. A chest x-ray revealed the lead's position is still appropriate so surgical intervention is not planned and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.